Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the blue and the red tubing were incorrectly assembled inside the package. Therefore the customer has assembled the tubing incorrectly onto the pump. Due to this failure it was not possible to suck off the water and it could be that air is in the shoulder joint. It was further reported that the event has led to an extension of the surgery time. There was no harm for patient, operator or third party reported. No further information received. Update 28-sep-2020: further information were provided that the surgeon was afraid that due to the reported failure waste water was delivered into the patient. Therefore antibiotics were given. No swelling was identified due to the issue. The surgery was finished successfully with a new device with the same part number.